Event description:
The physician reported the coil in question was used as an anchor coil. When the coil was inserted into the microcatheter, the physician reported he felt friction. Upon removal of the coil, it became stuck at the hub of the microcatheter. The physician reported that though the coil was able to be pulled out, it got stretched. There was no allegation of harm.

Manufacturer narrative:
Medical device reporting eval summary: boston scientific conducted a review of the device history record for the device in question and the two lots of sub assembly parts. No issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specs. A review for similar complaints within the batch # was completed and there were no other complaints associated with this batch. A review of similar complaints across the prod family was completed for the last 15 mos, and three similar defects have been reported for this type of phenomenon, but have not been confirmed as the prod has not been returned. Seven other complaints were rec'd and analyzed. However, two were customer caused, three had no root cause, and two the prod was not returned. While similar complaints have been rec'd, a review of the trends does not currently indicate and adverse trend. Boston scientific requested further info regarding this complaint. Based on the hosp's response, it was established that the device was inspected prior to deployment. However, it is unk whether a continuous flush was maintained. The device was returned to boston scientific for further eval. The device was returned with the distal end of the pusher wire still inside the introducer sheath. The coil was returned detached from the pusher wire, and the proximal end of the coil was stretched with the proximal hook missing. There were traces of blood within the introducer sheath. A dimensional check was performed on the pusher wire and no issues were noted. The coil could not be fully inspected due to being stretched. However, the attributes of the coil that could be inspected had no notable issues. With the returned pusher wire meeting the required specs, boston scientific was unable to determine what could have caused or contributed to the friction experienced within the catheter. As a result, boston scientific could not confirm the user's experience. It should be noted, if a continuous flush was not maintained as per the directions for use (dfu), it could potentially cause or contribute to the friction reported by the user. The stretching of the coil is consistent with friction being experienced and the add'l force being applied to overcome this friction. However, because boston scientific could not confirm if continuous flush was maintained, this could not be confirmed as the root cause.